Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea (""had my surgery not a headache since and cycle was bearable"") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and headache ("headache"). The patient was treated with surgery. Essure was removed. At the time of the report, the dysmenorrhoea was resolving and the headache had resolved. The reporter considered dysmenorrhoea and headache to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.